Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial (B)(4), product type: programmer, patient. Product ID: 8780, serial (B)(4), product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: n795547005, ubd: 15-mar-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl at an unknown dose and concentration via an implantable infusion pump for non-malignant pain. It was reported that the patient was admitted to the hospital due to an infection in their spine where the catheter goes into the spine. The patient reported that the healthcare professional wanted to take the entire system out because of the infection. It was reported the infection was confirmed on (B)(6) 2018. The patient reported that the medication is "backing up," because it's not being distributed properly. The patient reported that this caused inflammation and a leak, which lead to the infection. The patient reported something didn¿t feel right about a week after the 15 day visit. The patient reported the area was inflamed and they had a "small knot," there. The patient reported that it started getting worse, and they were "balling up." The patient reported they went to the emergency room and they gave the patient antibiotics. The patient reported that it "came back again last night ((B)(6) 2018)" and the area got even bigger, harder, and was pushing against their spine. The patient noted that because of these issues the personal therapy manager (ptm) would not deliver medication either. The patient reported that he had to take more oral medication to get the pain under control. No further complications were anticipated/reported.